Manufacturer narrative:
The event date of (B)(4) 2020 is an estimated based of the aware date of (B)(6) 2020 as the exact date was not reported.

Event description:
It was reported that a crack/break was noted. Vascular access was obtained through the left posterior tibial artery. The target lesion area was located in the popliteal artery. A 1.50mm peripheral rotalink plus was selected for use. Distal rota wire was placed in the left iliac artery. During the procedure, it was noted that the rota catheter was difficult to advance through the popliteal artery although, it ran just fine through the posterior tibial artery and the tibioperoneal trunk. The device was removed and saline/rotaglide spraying out of a crack in the catheter was noticed. Hence, rota catheter had a crack/break at the distal end close to the burr. No patient complications reported.